Manufacturer narrative:
Final analysis did not confirm the reported complaints. Normal lead behavior was noted.

Event description:
It was reported that during a routine in-clinic follow-up, the right ventricular lead was discovered to have dislodged and loss of capture was also noted. The physician elected to replace the lead. During the procedure on (B)(6) 2018, the physician had difficulty extending the helix and subsequently explanted and replaced the lead. The patient was in stable condition before, during and post surgery.